Event description:
The pharmacist stated that a customer opened a new carton containing 2 bottles of test strips and found the cap open on one of the bottles. Some of the test strips were also loose inside the carton. The customer had not used any of the test strips, so no adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the pharmacy.